Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A visual inspection revealed three devices were returned in one carton. One anchor with suture was returned loosely with no indication as to which device it goes with it. The suture knot has been tightened down to the t2 anchor and the t1 anchor has been cut from suture and not returned. One of the devices returned with a bent needle shaft and the deployment needle lodged in the distal tip of the device. The second device was returned in the t1 pre-deployment position and not bent from manufacturer intended position. The third device was returned in the t2 pre-deployment position and not bent from manufacturer intended position. A functional evaluation revealed the first bent needle device could not function as the device was jammed at the distal tip. The second t1 pre-deployment device could function as intended. The third device in the t2 pre-deployment position could function as intended. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during meniscal repair, inside the patient, using fast-fix 360 curved ndl delivery sys, after t1 was already implanted, t2 deployed through the meniscus. All the implants were removed from the patient. The procedure finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.